Event description:
Event description guidant received information that this pacemaker was unable to be interrogated and there was no response to magnet application. The device was also included in the advisory population as described in safety communications regarding the hermetic seal component on this model device. The device was explanted and returned to guidant for analysis.